Event description:
The customer reported high bgs. The customer stated that for a few days, the activate button has not been working properly. The customer has to press several times in order for it to work. Suggested the customer to monitor bgs closely and have back up plan injections ready. Few days later the customer called back and reported that customer was hospitalized for dka.